Event description:
*Literature case* "clinical analysis of simultaneous bilateral total knee arthroplasty treatment of knee osteoarthritis". Author: li xiao-xin. In this study there were 112 cases bearing genesis ii knee prosthesis. It was reported that the patient suffered from insanity following the surgery.

Manufacturer narrative:
The devices, used for in treatment, were not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. According to clinical/medical investigation, a study patient (sited from a literature review) ¿suffered from insanity following the surgery¿. Smith and nephew has not received the device and/or adequate documentation/h&p/medications administered to fully evaluate the root cause of the reported event. Therefore, the root cause of the reported psychological disturbance(s) and/or the patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.